Manufacturer narrative:
(B)(4). A follow up reported will be submitted once the investigation is complete.

Event description:
The customer reported the device had a display error code 1000, cycle power error code. There was no reported pt involvement.